Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), pelvic pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge") and vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metorhagia, psych injury, vaginal infection, vaginal discharge. Reporters, patient's dob, and date of insertion were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ migration of essure device') in an adult female patient who had essure (batch no. 624299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure conformation test". The patient's medical history included female sterilization. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pelvic/abdominal pain"), pelvic pain ("pelvic/abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), myopia ("vision/eye problems type: near sight"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal discharge, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, depression, fatigue, myopia, alopecia, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, myopia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: no both tubal ostia were easily seen. It was deployed in the tube yielding 14 trailing coils. Lot number: 624299 manufacturing date: 2007-04 expiration date: 2009-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ migration of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 624299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure conformation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), pelvic pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), myopia ("vision/eye problems type: near sight"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, depression, fatigue, myopia, alopecia, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, myopia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Lot number added. Events ; hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, fatigue, vision/eye problems type: near sight, hair loss, bladder problem, urinary tract disorder, migraine headaches, lower abdominal pain, lower back pain, plaintiff did not undergoes essure conformation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ migration of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 624299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure conformation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), pelvic pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), myopia ("vision/eye problems type: near sight"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, vaginal discharge, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, depression, fatigue, myopia, alopecia, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, myopia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure device/ migration of essure device') in an adult female patient who had essure (batch no. 624299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure conformation test". The patient's medical history included female sterilization. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pelvic/abdominal pain"), pelvic pain ("pelvic/abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), myopia ("vision/eye problems type: near sight"), alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, abdominal pain lower, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal discharge, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, depression, fatigue, myopia, alopecia, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, myopia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: no both tubal ostia were easily seen. It was deployed in the tube yielding 14 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient's aka name were added. On 3-may-2021: medical record received: medical history was added. Rcc was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.